Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account noticed false elevated plt > 1000 10^3/ul on patient samples processed on the cell-dyn emerald that repeated in normal range of 140 - 400 10^3/ul at another laboratory. Two examples were provided. ID: (B)(6) generated cell-dyn emerald plt = 1002 10^3/ul with flags of luekocytosis, lymphopenia, granulocytosis and thrombocytosis. ID (B)(6) generated cell-dyn emerald plt = 969 and 1128 10^3/ul with flags of invalid wbc and differential count, lymphocytosis, granulocytopenia, erythrocytosis, thombocytosis, and platelet aggregates. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
During troubleshooting, the field service representative (fsr) found the tubing was very crimped due to the plastic wrapping around the tubing. The fsr installed the sample sheath and tubing 21. Replacement of the sampling sheath and tubing 21 resolved the platelet (plt) complaint issue. The cell-dyn emerald system operator's manual provides information and troubleshooting guides to assist customers for any data-related problems. Based on the investigation, which included review of product historical data and labeling, a product issue was not determined for the cd emerald system, list number 09h39-01.